Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the device would not start up. The philips engineer suggested onsite service, but quote was not accepted by the customer and no service has been provided from the philips. Therefore, philips is unable to further investigate the issue. The case was closed, and no further action was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device would not start up, stalling at 00:00. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.